Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that; the patient entered the operating room at 09:00 on (B)(6) 2025. Under general anesthesia with a laryngeal mask airway in place, a transurethral left ureteroscopy laser lithotripsy and stone removal procedure was performed, followed by ureteral stent placement. The patient returned to the ward at 12:35. A double-lumen no. 14 urinary catheter was placed intraoperatively and secured firmly for urine drainage. On (B)(6) 2025, at 09:00, the catheter was removed as ordered. Pale red urine was aspirated from the balloon during catheter extraction. The catheter was subsequently removed, revealing a clean-cut rupture of the balloon with neat edges. No medical intervention was reported.

Event description:
It was reported that, the patient entered the operating room at 09:00 on (B)(6) 2025. Under general anesthesia with a laryngeal mask airway in place, a transurethral left ureteroscopy laser lithotripsy and stone removal procedure was performed, followed by ureteral stent placement. The patient returned to the ward at 12:35. A double-lumen no. 14 urinary catheter was placed intraoperatively and secured firmly for urine drainage. On (B)(6) 2025, at 09:00, the catheter was removed as ordered. Pale red urine was aspirated from the balloon during catheter extraction. The catheter was subsequently removed, revealing a clean-cut rupture of the balloon with neat edges. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.